Event description:
Customer reported that a leak occurred at the clear part of the smartsite cap. Tpn was infusing on a nicu patient via a double uvc line. After 2 hours of infusion, the nurse noticed leaking at the smartsite for one of the lines where it connected to the y-site. No patient harm or medical intervention was reported. No additional patient/event information was provided.

Manufacturer narrative:
Manufacturer's report date: 04/02/2014. (B)(4). This report was filed by the manufacturer. The affected product has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.